Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the product is not adhering or sticking and sensor anomaly. Customer's blood glucose at time of incident was unknown. Customer had issue with sensor and also broke a sensor. Customer was advised that we replacing sensor, sample tape kids and wend send canister and envelope for return of the sensor.